Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss alarm approximately every two hours. There was no blood seen in the tubing, no external kinking, and all connections were secure. The customer noticed condensation close to the console earlier in their shift and was able to unhook the tubing and drain off the excess. The patient was not moving or coughing but has a large belly, and is ventilated with a positive end-expiratory pressure (peep) of 12. It was suggested that the alarm was likely caused by an increase in intrathoracic pressure. Because the alarm had gone off multiple times, the customer decreased the augmentation by two bars. There was no patient harm or adverse event reported.